Event description:
It was reported that the patient developed a pocket hematoma which was solved via a surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Clinical research associate.